Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm leaked. The following information was provided by the initial reporter: after injection via the injection port, liquid comes out of the injection port.

Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. However, as no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Rationale: though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# (B)(4) has been initiated to address the issue.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: after injection via the injection port, liquid comes out of the injection port.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 11/24/2020. H6. Investigation: one used sample, four syringes, and seven representative samples were received by our quality team for evaluation. As the returned syringes were not manufactured by bd tuas, no further investigation was done on them. Upon visual inspection of the used sample, the valve was observed to have moved towards the cannula hub luer side. Upon visual inspection, valve injection test, and catheter leak test of the representative samples, no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated. H3 other text : see h10.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: after injection via the injection port, liquid comes out of the injection port.